Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: a hernia procedure was performed. The defect was very large. The doctor performed an abdominal laparotomy including an intestinal resection, due to adhesions presented by multiple previous surgeries. It was an open technique and the collagen part of the mesh remained in contact with intestinal loops. The doctor fixed the mesh with separate points and closed the skin could not completely shut the fascia. The mesh was fixed with separate points. The appearance of the mesh was intact, dry, as is always the mesh to be uncovered of its packaging to use. Approximately one month later the patient arrived at the emergency department of the clinic. An exploratory laparotomy and abdominal cavity lavage was performed. The patient has been hospitalized since (B)(6). The patient has an open abdomen and vac system. The patient has intestinal adhesions, intestinal fistula, and peritonitis. The surgical time was extended more than 30 minutes. The patient has a stay in the intensive care unit and had several procedures. There will be additional operations to correct the issue. There was unanticipated tissue loss. There was tissue damage. Patient with a history of several abdominal surgeries with meshes and currently new eventration, diverticular disease and polyps and bilateral knee replacement

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: DHR review: a review of the device history record has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. Especially, the records related to the testing of the collagen based film results and sterilization were found as expected.no sample was provided for investigation. The visual examination of the provided pictures of the open abdomen shows that the symbotex composite mesh appears as expected (no sign of infection/inflammation, no overstretched). The collagen film has been placed against the viscera and the green marking has been correctly positioned. No visceral adhesions are visible and no vac system is visible, only surgical clips, surgical retractor and contaminated compresses. It should be noted that there is no information suggesting when the pictures were taken (during surgery or post-op). The root cause could not be determined. Without the sample a detailed investigation could not be performed. Also it should be noted the patient has a history of adhesion presented by multiple previous surgeries, and that after the involved surgery, the skin and the fascia were not closed and a vac system was applied. The reported adhesion, visceral fistula and inflammation are known potential complications of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. The product IFU which a ccompanies each device states in chapter possible complications that the possible complications associated with the use of symbotex composite mesh are those typically associated with surgically implantable mesh: seroma, hematoma, recurrence, adhesions, fistula fo rmation, infection, inflammation, chronic pain, and/or allergic reactions to the components of the product. Potential events associated with state of the art mesh with similar indication may include: organ injury (including bowel and visceral injury), trocar-site herniation, bowel obstruction and urinary retention (related with the use of anesthetics). Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. If information is provided in the future, a supplemental report will be issued.